Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose levels up to 300 mg/dl; self-treated without success. Caller alleges the pump is not delivering properly. No adverse event reported. Requested return of the alleged device for evaluation; customer declined.